Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after application of the clip, the jaws remained on the vessel. It is unknown how the case was completed. No information provided there were no patient consequences reported. One device will not be released.

Manufacturer narrative:
(B)(4). User facility mw # (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the hospital still has this device and are holding it for the time being. I was not in the case but I do know they had to open another device. No additional information at this time.